Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old female patient underwent a breast surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant during an in-office visit with a medical professional. Magnetic resonance imaging has also been conducted. As a result, the patient is scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
On january 03, 2023, mentor received additional information. The patient's race was provided as white. The appropriate field has been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 20, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned sample determined that the breast implant was ruptured and received in three (3) parts. Microscopic examination was performed, and the cause of the rupture could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 26, 2023, mentor received additional information. An updated explantation date was provided as (B)(6) 2023. Additionally, the patient underwent bilateral replacement with 500cc mentor memorygel breast implants. On february 15, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).